Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device change-out procedure. During the procedure, the physician decided to implant a lead. The lead exhibited failure to sense and low impedance. The lead was not used. The physician completed the procedure without implanting any lead. The patient was in stable condition.